Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation along with the glidescope core 2m quickconnect cable, glidescope core smart cable, and bflex 2 large 5.8 single-use bronchoscope used during the reported procedure. A verathon technical service representative (tsr) evaluated the returned devices but was unable to confirm the reported image issue. When used with verathon's test equipment, the tsr attempted to adjust and wiggle connections, detaching and reattaching components, and power-cycling the monitor while the devices were connected. The tsr utilized both the a and b ports of the monitor with each device and no imaging problems were detected. The monitor passed verathon's device functionality testing and was confirmed to be within specification. Next, the customer's cables were tested and functioned as expected when used with the test devices and the customer's monitor. No issues were identified with the customer's cables. Next, the customer's bflex 2 bronchoscope was evaluated and no imaging problems were detected while used with a test monitor and cable. Upon completion of verathon's device evaluation, the monitor and cables were returned to the customer and the bflex 2 bronchoscope was sent to verathon's engineering department for further evaluation. Should additional information become available, a supplemental report will be submitted by verathon in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor trends.

Event description:
A customer reported while using a glidescope core 15-inch fhd monitor during a bedside bronchoscopy, the monitor experienced a glitch, resulting in the appearance of green and purple lines and a loss of video. No delay in procedure, use of a backup device, or harm to the patient was reported.